Event description:
It was reported patient underwent a left hip revision approximately 13 years post implantation due to periprosthetic fracture, elevated metal ions and metallosis. During the revision synovitis was noted. The head and adapter/sleeve were exchanged without complications. The stem and cup remained implanted. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Us157852- m2a-magnum pf cup 52odx46id- 306340, 157446- m2a-magnum mod hd sz 46mm- 073130, 139252- m2a-magnum 42-50mm tpr insrt-6- 710090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00950, 0001825034 - 2022 - 00951, 0001825034 - 2022 - 02560. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: lot number corrected. H6 component code: mechanical (g04) - stem. Reported event was confirmed via medical records provided and reviewed by a health care professional. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.